Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (unable to charge a battery pack) has been confirmed. Upon investigation the battery charger/modem was resetting. As received, the charger/modem was unable to charge a battery pack. Upon evaluation, the q1 component on the bedside board was internally shorted and there was liquid contamination on the battery board. The cause of the resets is the internally shorted component and the contaminated battery board. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor returned battery charger/modem sn (B)(4) and reported that the battery charger/modem was unable to charge a battery pack.